Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) lead exhibited high pace impedances, greater than 2000 ohms, while connected to this pacemaker. High pacing thresholds were also reported. As a result the patient was administered antibiotics, was hospitalized, and subsequently the lead was explanted. Additional information indicated that during revision surgery the lead was found to be fully inserted in the header. The lead was not tested during the procedure, and the cause of the issue is unknown. Analysis of the rv lead returned to be electrically continuous. The cause of the clinical observations remains unknown. No additional adverse patient effects were reported.